Event description:
On (B)(6) 2010, a (B)(6), male, patient, underwent aaa repair. The patient's anatomical form was suitable for aaa repair but the proximal neck was slightly calcified. The procedure was conducted as labeled. The procedure consisted of placement of a zenith flex aaa endovascular graft bifurcated main body and two zenith flex endovascular graft iliac legs. The final angiography confirmed a proximal type I endoleak. A body extension was placed but the leak was not gone. A small leak still persisted even after additional placement of another manufacturer's stent. The physician decided to take a wait-and-see approach as he thought it would be gone after heparin was neutralized by protamine. The patient is doing fine.

Manufacturer narrative:
Endoleaks are labeled in the IFU. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, follow-up guidelines, the importance of an accurate deployment. Without imaging or additional information we are unable to comment on the patients suitability for evar. It was reported that the proximal neck was slightly calcified. The IFU warns that "key anatomic elements that may affect successful exclusion of the aneurysm include. Circumferential thrombus and/or calcification at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface." Patient anatomy likely contributed to the reported endoleak. The endoleak was not resolved with placement of another manufacturer's stent, but was diminished. Physician took wait-and-see approach as it was believed endoleak would resolve after heparin neutralization. At this time there is no indication that a design or process induced failure of the device resulted in the reported endoleak. As with all endoleaks, it is important that the treating physician follow the patient's endoleak appropriately, and provide further treatment if the physician feels the patient is at risk of ongoing sac pressurization, aneurysm growth, and possible rupture. Imaging and anatomical determinants are invaluable in determining the cause of the difficulty and what, if any, additional actions need to be taken. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment and the risk associated with the failure mode will remain at an acceptable level with the inclusion of the event. Risk mitigation is not required at this time.